Manufacturer narrative:
Preliminary analysis results were not available on the date of this report. A follow up report will be sent when final analysis is completed.

Event description:
The neurostimulator was returned after 44 months because generator underwent a power on reset, which caused the patient to be completely immobile. The device was replaced and returned to the manufacturer for analysis.